Event description:
It was reported that the pump was flipped; the device was not initially anchored properly; only 2 suture loops were used to secure the pump. It was noted that the patient was obese. The patient had no symptoms related to the event. They planned to revise the pump to re-secure it. The patient outcome was reported as "no injury". The device system was used to deliver lioresal.